Manufacturer narrative:
A review of the black box and alarm history indicated that call service 052 and 054 alarms had occurred. The pump powered on normally with no alarms. The pump successfully completed rewind, load, and prime steps and was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting an unknown alarm. Reportedly, the pump alarmed with four vibrations followed by a beep every five minutes over the course of an hour. The reporter stated that during the alarm, there was no alarm text on the display screen and no alarm was recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.